Event description:
The hcp rpeorted that the pump and catheter were replaced dur to intermittent overdosing and withdrawal. The hcp replaced the pump as it was 5 years old. He questions if there is "failure or occlusion of pump tubing." The hcp also suspects recurrent catheter blockage. The pt was receiving intrathecal morphine 50 mg/dl at an unk dose. Pt outcome was not rpeorted.